Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that their sensor had inaccurate readings. Customer's blood glucose was 462 mg/dl and their sensor glucose read 160 mg/dl. Customer treated their blood glucose with the insulin pump. Customer also reported their blood glucose was 56 mg/dl in one incident and their sensor glucose read 88 mg/dl. The customer declined to treat for their high. The customer was advised that the device would be replaced. Customer declined to return the product for analysis.